Event description:
Ventilator alarm went off. Followed by another alarm which indicated that the machine was no longer functioning. The patient was ambued, respiratory therapy promptly arrived with a new vent. Biomed found a loose connection in the plug & repaired prblem.